Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No rewind anomaly noted. The insulin pump passed rewind, basic occlusion test, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during the prime sequence. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis